Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the anvil clamping mechanism was deformed. Functionally, the reload was loaded into a representative instrument for functional testing. The interlock was overridden and the reload was cycled without hesitation or binding. The reload interlock was tested and was found to function properly. It was reported that the device was difficult to unload. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Deformed anvil clamping mechanism may occur either by application over tissue that is beyond the recommended thickness range or by application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right upper lobectomy, the staff could not open the reload to take off handle after successfully firing. There was no patient injury. Medtronic's initial evaluation of the incident is that the anvil clamping mechanism was deformed.